Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Customer reported 2 implants broke, tooth 18,19. Site was grafted and the procedure was completed using another implant.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. One implant, and removal tool were returned for investigation. There were no allegations against the removal tool. Visual evaluation of the as returned implant identified that the implant was still attached to the removal tool. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and 1 similar event or complaint was found. Based on the investigation and risk management file review, the most likely root cause determined was incorrect technique used during placement or patient factors. Therefore, based on the available information, device malfunction and the reported events could not be verified since the device was still attached to the removal tool.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. During investigation, it was found that the bundled mount was fractured. The following sections are being reported: b5. Describe event or problem: g2: report source, h2: if follow-up, what type, h6: device code(s): component code, h10: additional narratives/data.

Event description:
During investigation, it was found that the bundled mount was fractured.